Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer removed the cartridge to take off the t:case. Reportedly, the cartridge did not fit and was "damaged" when the cartridge was put back onto the pump. The customer was unable to specifically state what the damage was. The customer's blood glucose (bg) level was 350 mg/dl with moderate ketones. The customer changed the cartridge to address the event and delivered a bolus via the pump to address the bg level.